Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information has been provided at this time. See additional manufacturer narrative.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: additional information was received which noted that the event reported under this manufacturer report number sequence (1820334-2017-01736) is a duplicate event report for information that has been reported under manufacturer report number 1820334-2016-00192. As a result, the patient's event information will no longer be reported under manufacturer report number 1820334-2017-01736. All additional information that pertains to this patient event will be reported under manufacturer report number 1820334-2016-00192. This report includes information known at this time. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, ¿gunther tulip filter implanted." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.